Event description:
The customer tested her blood glucose using her contour meter and received readings of 565 and 491 mg/dl. She retested using another meter and received a reading of 215 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer only had 1 test strip left, so no product will be returned.